Event description:
It was reported the pump never infused the medication but alarmed that the reservoir volume was empty. There was no patient injury.

Manufacturer narrative:
No product was returned however the pumps operators manual (operating the pump) section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section - to start a dose). There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.